Event description:
It was reported that, during a tka surgery, the internal cylinder that hold the pins separated from the pin driver. The issue was resolved, without any delay, by using the pin driver from the journey set to put the bone pins in and take them out. The patient was not harmed.

Manufacturer narrative:
H10: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. However, a photo of the device was provided for visual inspection and confirmed the breaking of the laser weld. A relationship, if any, between the subject device and the reported event could be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." The most likely root cause of the reported event was mechanical component failure. Contributing factors are related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction and a corrective action has been requested. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no patient injury/impact as the procedure was completed with the pin driver from the journey set. No further medical assessment is warranted at this time.